Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient was diagnosed with a vaginal vault prolapse, stress urinary incontinence (sui) and underwent a sacrocolpopexy and burch procedure with implant of a bard flat mesh. Per the operative report details, "after dissection was done the bard polypropylene mesh was cut and trimmed to get the optimal size. One end of the mesh was attached to the periosteum of the sacrum promontory, and another end was attached to the posterior vaginal wall and apex of the vaginal wall." The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.